Event description:
It was reported that the patient experienced ineffective therapy with their drg system. It is unknown which lead is at fault. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 6940462.

Event description:
Additional information received indicates surgical intervention was undertaken on (B)(6) 2025 wherein the system was explanted and replaced. It is unknown which lead was at fault.